Manufacturer narrative:
Device evaluation: no product returned to verify or replicate the complaint. No photographic/ diagnostic evidence of complaint provided by the customer. Therefore, the customer complaint was not duplicated. The most probable cause is an inoperable "dso" sensor. No serial number was provided so a device history record (DHR) review and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information received via email. The reported serial number of the pump: 4163656 is not a valid number. Total parenteral nutrition is the only form of nutrition the child has because of short bowel disease. They used another pump for total parenteral nutrition. The outcome of the event was resolved.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the child have not had any total parenteral nutrition last infusion. Infusion log show that pump has started and the infusion have been on continuous infusion. When pump alarmed reservoir volume low, weight control of infusion bag show that no tpn have infused. No patient injury reported.